Manufacturer narrative:
G4: 01jun2020; b4: 25sep2020. No evaluation was documented by the manufacturer, as the customer decided to scrap the device. The customer elected to mark this device for scrap. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
The customer reported a ventilator that would not power on. There was no patient involvement or harm.